Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = cdh29. The analysis results found that a cdh29 was received instead of an ecs29. The device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hand assisted sigmoid colon resection procedure, the resident prematurely fired the device. The device cut, but none of the staples formed. The surgeon had to increase the incision to complete the anastomosis with suture. A leak test was performed and the anastomosis was good. There was no patient consequence.